Manufacturer narrative:
Additional information: d9, h3, h6, h11: the device was received for evaluation. During functional testing, the reported problem "air in line" was reproduced. A review of the event history log revealed "air in line" messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the ultrasonic sensor. The ultrasonic sensor required to replace to address the issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had an issue of air in line alarm. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.